Manufacturer narrative:
(B)(4)

Event description:
During the procedure, the physician was unable to insert the stylet back into the leads. After several attempts, 2 new leads were used. There was minimal impact to the patient and the case.